Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department (ed) due to the sensation of their implantable cardioverter defibrillator (ICD) moving when they move their arm. A remote transmission was sent. Information received on the remote transmission was reviewed by qualified personnel. It was determined that the device was functioning as programmed. Follow-up was conducted with the patients listed physician/clinic and with the original caller but no further information was available regarding the patients reported sensation of the device moving. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.